Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call that they were unable to remove the battery cap on the insulin pump. The mother reported the customer's blood glucose was 440 mg/dl. The customer has been treated with a manual injection for their blood glucose. The mother declined to troubleshoot for the customer's high as it was caused by the battery cap anomaly. Troubleshooting found the mother could not turn the battery cap with a screwdriver. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.